Event description:
Vns pt was experiencing shortness of breath and had subsequently purchased an over-the-conter inhaler. Treating neurologist indicated that he shortness of breath had improved following a decrease in programmed device settings.

Event description:
The most likely cause of the reported events is device stimulation.